Manufacturer narrative:
Per the user guide: avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to clear valid temperature alarms. Customer¿s blood glucose level was 108-109 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.